Manufacturer narrative:
Block g2: (B)(4) passage clinical study. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a procedure to treat gastric outlet obstruction. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was returned in the original position with the retainer clip. Functional inspection was performed by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was move down to the second and fourth position without any problem. The reported event of delivery system difficult to advance cannot be confirmed as this occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Based on the available information, there is not enough information to confirm the reported event of delivery system difficult to advance; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Block h11: blocks b5, h6 (device codes and evaluation result codes) and h10 have been corrected.

Event description:
It was reported to boston scientific corporation on february 06, 2023, that an axios stent and electrocautery enhanced delivery system was implanted to treat gastric outlet obstruction on (B)(6) 2023, as part of the (B)(4) passage clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2023. During the procedure, the stent could not be deployed. Another axios stent was used to complete the procedure. Additional information received on february 01, 2023. It was reported that during the procedure, that there was difficulty advancing the delivery system to the target site.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with the additional information received on february 23, 2023. Block g2: e7127 passage clinical study. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a procedure to treat gastric outlet obstruction. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was returned in the original position with the retainer clip. Functional inspection was performed by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was move down to the second and fourth position without any problem. The reported event of delivery system difficult to advance cannot be confirmed as this occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was implanted to treat a gastric outlet obstruction. The IFU states, "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." The axios stent is not indicated to be placed to treat a gastric outlet obstruction. Based on the available information, there is not enough information to confirm the reported event of delivery system difficult to advance; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported to boston scientific corporation on february 06, 2023, that an axios stent and electrocautery enhanced delivery system was implanted to treat gastric outlet obstruction on (B)(6), 2023, as part of the e7127 passage clinical trial. The patient was enrolled into the clinical trial on (B)(6), 2023. During the procedure, the stent could not be deployed. Another axios stent was used to complete the procedure. Note: it was reported that the axios stent was implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indication for the treatment of gastric outlet obstruction. Additional information received on february 01, 2023. It was reported that during the procedure, that there was difficulty advancing the delivery system to the target site.

Event description:
It was reported to boston scientific corporation on february 06, 2023, that an axios stent and electrocautery enhanced delivery system was implanted to treat gastric outlet obstruction on (B)(6) 2023, as part of the e7127 passage clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2023. During the procedure, the stent could not be deployed. Another axios stent was used to complete the procedure. Note: it was reported that the axios stent was implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indication for the treatment of gastric outlet obstruction. It was reported that during the procedure, that there was difficulty advancing the delivery system to the target site.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with the additional information received on february 23, 2023. Block g2: e7127 passage clinical study. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a procedure to treat gastric outlet obstruction.

Manufacturer narrative:
Report source: (B)(4) passage clinical study. Imdrf device code a150201 captures the reportable event of stent failure to deploy during a procedure to treat gastric outlet obstruction.

Event description:
It was reported to boston scientific corporation on february 06, 2023 that an axios stent and electrocautery enhanced delivery system was implanted to treat gastric outlet obstruction on (B)(6) 2023 as part of the e7127 passage clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2023. During the procedure, the stent could not be deployed. Another axios stent was used to complete the procedure. Note: it was reported that the axios stent was implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indication for the treatment of gastric outlet obstruction.